Event description:
The user had the monitor set in spo2 monitoring mode and without activating internal monitoring and expected an inop message if the sensor fell off the pt.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. The initial analysis by philips supports that the device is functioning as designed and as intended. A supplemental report will be submitted when the investigation is completed.